Event description:
Zoll was placed on patient for monitoring. When turning on zoll to monitoring no ECG [echocardiogram] tracing would show up, and screen would say no ECG. Had to turn it to defib setting to get an ECG tracing. Pads changed to the normal CPR pads and same thing would happen. Zoll switched to pacing setting and no ECG tracing showed up so unsure if able to pace patient if needed. Healthcare technology maintenance work order placed.